Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 71 mg/dl and 121 mg/dl. The customer had hypoglycemic symptoms of "quake" and cold sweats at the time of these results. The customer performed a 3rd test on a competitor device within 1 minute of the above results and obtained a result of 59 mg/dl. No treatment reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.